Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was returned deployed with blood present. The plunger with anterior needle tip, suture with posterior needle tip, link, cuffs and suture were not returned for analysis. The returned components; body, guide, sheath and foot were examined and found to be for a deployed device. There was no damaged detected that would contribute to the reported suture break. Based on the returned components the reported suture break could not be confirmed. Based on the investigation findings most probable root cause for the reported suture break experience is related to the operational context during use of the device. There was no manufacturing or quality inspection issue detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second perclose (12337-04/870216h), is being filed under a separate MFR number. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, an attempt was made to deploy the sutures, but the sutures broke. A second perclose at device was used and the same experience occurred. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.